Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia about an hour after meals while resuming carbohydrate intake and not meal announcing per prior advice and asked whether a factory reset was indicated; support advised against a reset and provided troubleshooting and education. Symptoms included blood glucose in the 50s mg/dl with facial numbness, consistent with hypoglycemia. Outcomes included approximately 30 minutes outside the target range and self-treatment with oral rapid-acting carbohydrates without medical intervention. Investigation included assessment of algorithm learning and meal-size trends. Investigation of this case revealed decreasing meal sizes following postprandial lows and ongoing algorithm adaptation expected to reduce meal insulin delivery over time. It was concluded that the event involved hypoglycemia with unclear cause and that device alerts or alarms were not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.